Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device stopped displaying and did not power on while on a functioning charging pad, with the user also noting a ringing sound from the device; this was consistent with a device problem of unresponsive keys or buttons and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen and user interface, consistent with unresponsive input controls. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.